Event description:
This is a spontaneous case report received from a medical doctor in united states on 22-aug-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 (lot number d06936). On (B)(6) 2016, the patient went to have hysterosalpingogram done. Both devices were outside of tubes and most likely free in the deep pelvis. The patient has not recovered from the event and has been continuing with essure device. Otherwise patient was okay. A quality-safety evaluation was received on 14-sep-2016. Ptc global number (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up received on 03-oct-2016: uterine/tubal perforation with essure questionnaire was received. Information received from physician states that a (B)(6) female patient who has as previous pregnancies gravida 4, para 3, 1 spontaneous abortion and no c-section, ectopics or voluntary pregnancy termination and has no previous gynecological history nor any further relevant history or concurrent condition. Patient had essure, lot number d06936, inserted on (B)(6) 2016. The insertion was performed during patients follicular phase and she was on depo provera since february 2015. Her last delivery was not a c-section and she was not breastfeeding at the time of insertion. According to health care professional, there were no abnormal uterine findings prior to insertion. Sounding and analgesia, with toradol and (unreadable), were applied during placement. Physician considered the insertion easy as well as the visualization of tubal ostia. There was no fluid loss more than 1500cc during procedure and it did not took more than 20 minutes. There were no complaints immediately after insertion. Hysterosalpingogram was performed on (B)(6) 2016 and, according to reporter, tubal occlusion was not confirmed. A second confirmation test was not performed and patient was not told to rely on essure based on the test result. In addition, health care professional informed that no organ or intra-abdominal structure was perforated and states that perforation did not occurred before deployment neither with coil after deployment. Patient presented no symptoms. On (B)(6) 2016, essure devices were removed (both devices were retrieved). According to physician removal was medically necessary and requested by patient. Essure removal method: laparoscopy. There were no pathology results, signs of infection or inflammation. Patient has recovered. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and 3 months later, the hysterosalpingogram showed that both devices were outside of tubes and most likely free in the deep pelvis. She had essure coils removed and recovered from the event. Device dislocation into pelvic cavity is listed in the reference safety information for essure. Considering that there is a risk of device dislocation during essure therapy and that in this case no alternative explanation was provided, a causal relationship with essure cannot be excluded, although the date and mechanism are unknown. This case is regarded as incident since a device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.